Event description:
It was reported that a patient was implanted with a pacemaker and a non boston scientific right atrial (ra) and right ventricular (rv) lead. Overnight the patient reportedly moved too much, and their wound stitches came apart. A surgical procedure was performed to revise the wound, when it was noted that one of the leads was not working well so the lead was replaced. Additionally, the other lead was repositioned because it had moved. No additional adverse patient effects were reported. The device remains in service.